Event description:
It was reported that alarm 80 (non-recoverable system error) occurred during ctu calibration in an arctic sun device. The measured value was 24.4 for target value 6. Cooling was done by manual control, but water temperature kept between 25 c and 26 c. Per review of wo on 16jan2025, there was no patient involvement. Per follow up information received via mail on 16jan2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Error 80. Not cooling. Replaced chiller. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, drain valves, tank tubing, manifold o-rings, coin cell. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 80 (non-recoverable system error) occurred during ctu calibration in an arctic sun device. The measured value was 24.4 for target value 6. Cooling was done by manual control, but water temperature kept between 25c and 26c. Per review of wo on 16jan2025, there was no patient involvement. Per follow up information received via mail on 16jan2025, the device would be sent to imi. The issue has not been resolved yet.